Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and with minor scratches on lcd window.

Event description:
Customer's mother reported that the insulin pump's display was cracked. Blood glucose level was 209 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.